Event description:
Customer reported that she experienced high blood glucose up to 399 mg/dl. Customer stated that the week before it was good but lately it was high. Customer stated that her blood glucose started at 140 mg/dl and went up to 300 to 399 mg/dl and the week before it was under 200 mg/dl. Current blood glucose is 240 mg/dl but sensor was reading 400 mg/dl. Customer received calibration error and sensor error alerts. Customer would be inserting a new infusion set. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report 2032227-2014-55159.